Event description:
It was reported that during a procedure to treat a de novo lesion in the mid left anterior descending artery with moderate tortuosity, heavy calcification and 90% stenosis, a 2.75x18 mm rx xience xpedition stent delivery system was implanted without issue. A 3.0x8 mm nc trek rx dilatation catheter was advanced without resistance for post-dilatation as standard procedure and during the third inflation the balloon ruptured at 12 atmospheres. The 3.0x8 mm nc trek rx dilatation catheter was withdrawn without resistance from the patient anatomy and a 3.0x12 mm nc trek rx was used and the procedure was completed without issue. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.